Event description:
Customer reported an issue related to the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Co rep evaluated the system. Corrections included replacements of the radio transceiver board and antenna cable. System was tested to factory's specifications.